Event description:
Per oos and call to rep for clarification, there was noise two weeks post implant and the pt was receiving inappropriate shocks. The physician could not find the reason why. They checked for cracks, checked to make sure lead was properly inserted into the header, etc. The physician implanted another biotronik lead and the pt is doing fine.